Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and insulin pump alleging possible under delivery. The customer blood glucose level was 400 mg/dl at the time of incident and other relevant blood glucose level was 261 mg/dl, 298 mg/dl, 107 mg/dl, 300 mg/dl, 235 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer reported they contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin did exit at the quick release. Customer performed displacement test and test result was no reservoir detected. Customer stated drive support cap was normal. The device will not be returned for analysis.